Event description:
The customer reported that the system displayed a low and then a high ma error message and a security switch error message outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The filament was calibrated and the high voltage cable candles were cleaned and greased. The high voltage supply was replaced and adjusted and the ps1 power supply was replaced. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.